Event description:
It was reported by a company operations manager that on (B)(6) 2011 the fiber broke in the scope at the distal end. Additional information reported was the fiber broke at the proximal end at the insertion point at the instrument channel port. No patient injury was reported.